Event description:
It was reported that during a tonsil adenoids procedure the unit would not work properly, the sales representative reported that the patient was harmed. However, they did not know if it was due to the equipment or something else. Delay greater than 30 minutes was reported and the same device was used to complete the procedure. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during an adenoids & tonsillectomy procedure the evac 70 xtra would not work properly, the sales representative reported that the patient was harmed. As the surgeon was completing the final check, an irritation was noticed; upon careful examination, a burn to left lower lip was confirmed. However, they did not know if it was due to the equipment or something else. Delay greater than 30 minutes was reported and the same device was used to complete the procedure. Patient's outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device reported, used in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established. A review of manufacturing records for the reported lot number 2043635 found no non-conformances or anomalies during manufacturing process related to the reported event. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. Clinical evaluation was completed and concluded that without supporting documentation/information and product return/evaluation, the definitive root cause of the reported injury could not be determined. However, the use of the longitudinal retractor and/or heated irrigant/suction evacuant could not be ruled out as potential contributing factors. The patient impact beyond the reported surgical delay and lip burn could not be determined. A visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include: (1) activating the device prior to contact with targeted tissue (2) failure to maintain suction and direct fluid outflow away from the operative field (3) withdrawing the wand while power is being applied or (4) contact with metal surgical instruments may pass current to the patient or user and result in burns. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.